Event description:
Spontaneous call from (B)(6) from md office, who reports that patient had to go to emergency room at the beginning of (B)(6) 2021 because she was unable to detach or unscrew a component of her infusion to change cassettes. No information available on what component was causing issue or if it was patient error. The issue is not related to the pump itself. Patient being seen in office today to discuss. No other information available. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes, was any medical intervention provided? Yes, pt went to ER. Is the actual device available for investigation? Unknown. Did we replace device? Unknown. Did the patient have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by health professional.